Event description:
The patient experienced severe hyperglycemia with blood glucose (bg) levels above 400 mg/dl, accompanied by dehydration which required emergency medical intervention. The patient was found unresponsive by emergency services and was transported to the emergency room. Initial treatment included intravenous (IV) fluids and potassium. Bg levels were persistently elevated despite boluses and pod changes but eventually returned to normal range. The patient confirmed continuous use of pod changes throughout the event. The patient believes that the event was related to illness rather than device malfunction and was diagnosed with a viral infection. The patient was discharged later the same day and received additional IV fluids the following two days at an unspecified provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, operating system: bp2a.250605.031.a3.s901usqu8gyj1, hardware: sm-s901u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.